Event description:
As part of an internation pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that revision surgery was performed due to stomach/band sliappage.